Event description:
Boston scientific received information that patient had twiddler's syndrome. The right atrial (ra) lead was dislodged and the physician repositioned it. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that this patient experienced frequent syncopal episodes prior to the repositioning procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.